Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was unintended material in the joint. All pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: edouard bellamy (sales rep) reported that : "the black marking on the sheath of the air meniscal suture device detached and migrated into the operating cavity. See photo" the probable root causes could be: 1) incision too small, 2) user does not use sled or other technique to prevent catching on soft tissue, or 3) use of excessive force. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that there was unintended material in the joint. All pieces were retrieved.